Event description:
It was reported that during reprocessing, all four bowel grasper instruments were used in thoracic cases for retraction of the lung. After each surgery spd found cuts in the black insulation portion of the gasper towards the jaws. On each grasper, the cuts were located at about the same spots. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed the reported complaint. The distal end of the main tube had various scratch marks exhibiting light material removal and a rough surface finish. The scratches were short in length and not axially aligned with the tube. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.